Event description:
It was reported that the user experienced a continuous glucose monitor that failed to pair and never completed warm-up despite multiple scans, resulting in no alerts; after replacing the sensor, pairing issues persisted, consistent with intermittent communication failure associated with the electrical/magnetic antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem identified between components, with a medical device communication failure involving the antenna within the electrical and magnetic subsystem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.